Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21418639-1730: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure that at (B)(4) joules of use, and reinserting fiber, it began end-firing. The tip of the fiber was cleaned during procedure. The fiber was exchanged, and the procedure was completed with the second fiber ((B)(4) joules expended). There was no patient injury during the event.